Event description:
It was reported to medtronic minimed that the customer's pump and the batteries were hot. The customer also reported that the battery cap did not have an inner metal piece. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported the pump and batteries were heating up. Customer also reported that the battery cap contact was damaged. No harm requiring medical intervention was reported. Mmt-1880 was requested and returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing battery cap contact. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump did not pass the sleep current measurement test due to high currents. Pump was monitored and no heating up noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Device heating up was not confirmed. Missing battery cap contact was confirmed. Pump received with a high sleep current measurement due to moisture damage on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.